Event description:
As the trocar was introduced into the peritoneal cavity, allegedly the safety shield did not retract to conceal the knife blade, which resulted in retroperitoneal injury and severe injury to the aorta. Therefore, an attempt has made to obtain hemostasis of the aorta, although unsuccessful. Consequently, the pt expired procedure: unk.